Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the stepped gold drill bit tip broke off inpatient during a drill for lag screw. The drill bit was removed as fully as possible. Small shards of the drill bit remained inpatient as they were too small to recover. Successful implantation of tfna helical followed. There was no surgical delay reported. The case finished without further incident. There were no patient consequences reported. Concomitant device reported: unknown drill stop (part # unknown, lot # unknown, quantity # 1), unknown tfna nail (part # unknown, lot # unknown, quantity # 1), unknown aiming arm (part # unknown, lot # unknown, quantity # 1), unknown insertion handle (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for (1) 6mm/9mm cannulated stepped drill bit this is report 1 of 1 (B)(4).